Manufacturer narrative:
There have been no lab cultures shared with the firm to confirm or rule out presence of any type of infection at the surgical sites or anywhere else. There are no reports of any concerns around the patient's wound care compliance or potential events that may have contributed to surgical site dehiscence. The patient has history of two different surgical sites appearing to heal and then later re-opening, ultimately leading to surgical intervention being required. Cause of the wound issues is unknown and the information available does not allow any conclusions to be drawn.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6)2025 to treat knee pain. Approximately 1 month after the implant the system was discovered to have open circuit readings due to a fracture of the lateral lead. On (B)(6) 2025 the fractured lead was replaced. After replacing the lead, the patient experienced challenges in wound healing at the surgical site, including skin erosion around the site of the implantable pulse generator (ipg). On (B)(6) 2025 the implanted components were removed and new components were placed in a different location. The new implant site appeared to have been healing well, however at the 3 month post-op visit on (B)(6) 2025 the medical team discovered that the new surgical site that had been healing had then dehisced and was showing signs of possible infection. The patient was given oral antibiotics and on (B)(6) 2026 the nalu system was fully removed.